Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2014-12150. It was reported, the pt was no longer receiving effective stimulation from the supra-orbital leads (off label use.) It was determined, the leads migrated. Surgical intervention may be taken at a later date to address the issue.